Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery. The 3.0mm x 40mm sterling balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 12 atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: analysis of the returned device revealed dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. Under magnification, a pinhole was observed in the balloon wall located 12mm from the tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).